Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient ruptured both inflatable penile prosthesis (ipp) cylinders during intercourse, resulting in fluid loss and device stopped working. Consequently, the implant was explanted. No patient complications were reported.